Manufacturer narrative:
The large suture cut needle driver instrument has been returned for evaluation. Failure analysis (fa) confirmed the reported event as the instrument was found to have a broken grip at the grip base. A piece approximately 0.100" x 0.29 was found to be broken off the yaw pulley and the broken piece was not returned. Fa concluded the root cause of the broken instrument grips -tips is attributed to mishandling/misuse such as excess force applied to the instrument jaws. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. No image or procedure video was provided for review. A review of the instrument log for the large suture cut needle driver instrument (471296-07/k10211025 0139) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: it was alleged that the jaw of the large suture cut needle driver fell inside the patient during a da vinci assisted procedure. The jaw was retrieved during the same procedure and the procedure was completed.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the jaw of the large suture cut needle driver instrument broke off while inside the patient. The broken piece was recovered. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter had no further information about how the issue transpired. The fragment was retrieved with a laparoscopic grasper. There was no report of patient injury. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.